Manufacturer narrative:
D4: UDI was updated. One device was returned for analysis. Visual inspection showed a worn keypad overlay and peeled dso seal. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The most probable cause was the software. As a result, the code was cleared, and preventative maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was an error code 41110. The event occurred during testing. There was no patient involvement.